Event description:
It was reported that "a metal flute in the middle" of the attachment device "came apart". The event did not occur during a procedure, however, the reporter stated that the device came from the operating room (or). There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and was found the pin that holds the sleeve was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.